Manufacturer narrative:
Sample was collected in a 13x100mm greiner plasma tube with gel separator and centrifuged for 5 minutes at 5,100 rpm. Sample was aliquoted into a 1ml sample cup for rerun, but was not recentrifuged. Per the customer, qc is run once every 8 hours and has been recovering within passing range. A field service engineer (fse) was dispatched on (B)(4) 2010. The fse performed preventative maintenance (pm) on the system and ran a complete system check test, which all passed. No hardware issues were identified. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a false negative tbhcg (total beta - human chorionic gonadotropin) result for one patient generated by the access 2 immunoassay system. Upon rerun, the results were positive. The erroneous result was reported out of the laboratory. The laboratory tech called th patient's nurse and physician to report that the original result was incorrect and an amended report was issued. Patient treatment was not affected in this event.